Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument files and determined the quality controls (qcs) were in range. The customer performed precision study and declined assistance with troubleshooting. The potential cause of discordant glu and cre2 results may have been related to sample handling. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated glucose (glu) and falsely low creatinine (cre2) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument. The repeat results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glu and falsely low cre2 results.